Event description:
Customer's daughter reported customer an error message on their precision xtra meter which prevents her for glucose testing for 3 days. Customer's daughter reported customer experienced symptoms of diarrhea, weakness and body temperature of 100 degree. Paramedics were called and they checked customer's blood pressure and temperature only. Customer was then transported to hospital where she was being diagnosed with severe hyperglycemia and treated with intravenous solution and other unknown medication.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.